Event description:
Reporting status: malfunction. Reporting rationale: dislodged stent has caused or contributed to patient injury previously. Device issue: dislodged stent. It was reported that the rx zeta stent dislodged from the balloon in the protective sheath prior to patient involvement. No additional event or patient information is available.

Manufacturer narrative:
Results- product performance engineering could not determine a conclusive root cause for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood visible on the balloon and in the guide wire lumen. There was moisture visible in the balloon and in the inflation lumen. The protective sheath was returned along with this catheter. The stent was dislodged from the balloon and located in the proximal end of the protective sheath. The balloon was tightly folded. There were crimp marks on the balloon between the markers. No other damage to the catheter was noted. A laser micrometer was used to measure the stent outer diameters and these did not meet manufacturing criteria. Product performance engineering reviewed the incident information and analysis of the returned device. The stent was dislodged from the balloon and returned in the protective sheath. Crimp marks were visible on the balloon, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The presence of moisture in the inflation lumen and balloon suggests that, at some point, positive pressure may have been applied to the system causing the balloon to slightly expand, partially deploying the stent. This would cause the stent outer diameters to be out of manufacturing specification and the stent to become loose, facilitating stent dislodgement during removal of the protective sheath. The inner diameters of the protective sheath were found to meet manufacturing criteria. There does not appear to be a product quality problem. The lot history record was reviewed and there were no non-conformities associated with this product lot. This MDR is considered closed by the product performance group.